Event description:
It was reported that this patient presented to clinic, for a routine device check. There was a left ventricular (lv) lead alert, as the pace impedance was greater than 2500 ohms. It was also noted that the pace threshold was 5.5 volts at 2 milliseconds. The patient was referred to their electrophysiologist for further evaluation and the patient will be signed up for at home remote monitoring. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that this patient presented to the clinic, for a routine device check. There was a left ventricular (lv) lead alert, as the pace impedance was greater than 2500 ohms. It was also noted that the pacing threshold was 5.5 volts at 2 milliseconds. The patient was referred to their electrophysiologist for further evaluation and the patient will be signed up for at-home remote monitoring. It was reported that this lead was fractured. Subsequently, a revision procedure was performed and the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes.